Event description:
During a laparoscopic cholecystectomy on an unknown date the clips from the er320 were not forming properly. A second er320 was opened to complete the case. There was no consequence to the pt.